Event description:
It was reported the first anchor of the implant didn¿t exit the delivery needle of the device when the back switch was advanced forward and then pulled back into place. A second attempt to deploy the anchor was performed and the first and second anchor were deployed at the same time. The slack in the suture was pulled out and the tail was cut leaving the two anchors in the capsule. This occurred with three out of the seven implants. The first two failed anchors remained in the patient. No revision or patient harm have been reported. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Zimmer biomet will continue to monitor for trends. Associated products and reports: 0001825034-2023-00607. Item#110024773; lot#234570. 0001825034-2023-00608. Item#110024773; lot#234570.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product shows it was returned without sutures or anchors but was cycled twice. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.